Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, there was a slow cervical leak. Following the procedure, the physician noted two second degree burns approximately 2 cm in size, one vaginal and one cervical. The burns were treated with silvadene cream and the physician reported that "no further medical intervention was required."

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.